Event description:
It was reported that the 9800 system would not boot up and a communication error was noted. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc), image processor (ip) pcb and the display adapter (da) pcb. All components were replaced. The system was tested and found to be working as intended and placed back into service.